Manufacturer narrative:
The patient was given medication for treatment (combigan, travatan and diamox). (B)(4)

Manufacturer narrative:
In follow-up #1, corrected to 20-mar-2018. (B)(4)

Manufacturer narrative:
Patient code: (B)(4) narrowing of the angle, angle closure, secondary surgery, lens explant, phaco-emulsification, iol implant. Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in a patient under the age of 21 years old. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm micl12.6, -16.0 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting, (pupiliary block) elevated iop, narrowing of the angle, and angle closure. Phaco- emulsification was performed on the patient and an iol lens was implanted. The problem was resolved. Its is noted that the patient weighed her options and decided to receive iol over another icl.